Event description:
A malfunction alarm occurred, displaying a specific malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the issue without recurrence, and instructed the customer to call back if the malfunction code reappeared.